Event description:
It was reported that the bd nano¿ 2nd gen pen needle packaging was not sealed properly. This event occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported this box 85% paper seal on bottom of pen needles, not on complete, before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1223682. Medical device expiration date: 08/31/2026. Device manufacture date: 11/08/2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle packaging was not sealed properly. This event occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported this box 85% paper seal on bottom of pen needles, not on complete, before use.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.